Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The case was very difficult from crossing the guidewire to lesion dilation and the balloon was unable to cross the lesion but was able to cross somehow. However, during third inflation at 12 atmospheres for 12 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.